Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number rbmhmx, and no non-conformances related to the reported complaint condition were identified. Summary: actual: one detached needle was returned for analysis. Upon visual analysis of the returned sample revealed that cracked barrel defect was observed at the swage area of the needle. The barrel hole was examined under 20x magnification and fracture was found. In addition, the suture was not received for evaluation. As per returned conditions of the sample no functional test was performed. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through quality system. Representative samples: a sealed box (36ea) and twenty-five packets of product code were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. Upon visual analysis of the returned samples revealed that cracked barrel defect was observed at the swage area of the needle, the barrel hole was examined under 20x magnification and the fracture was found in twenty-five representative samples. The rest ten samples no defects were noted. As per returned conditions of the samples no functional test was performed. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through quality system. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-06368 and 2210968-2021-07488.

Event description:
It was reported that the patient underwent an exploratory laparotomy on (B)(6) 2021 and the suture was used. Upon evaluation, the detached needle observed. There were no patient consequences reported.